Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') in a 29-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for contraception: nuvaring from 2007 to (B)(6) 2010 and ortho evra from 2003 to 2007. Concurrent conditions included pelvic pain female. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), ketorolac and ondansetron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge and urinary tract infection ("uti (urinary tract infection)"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), back pain ("pain: lower back pain"), vulvovaginal pain ("pain: vaginal area") and arthralgia ("pain: joint/knees"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), menstrual disorder ("change in cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal pain lower, mood swings, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, bacterial vulvovaginitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, back pain, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. She did not undergo essure or any other part of device removal 5 coils inside the uterine cavity in the left side, 6 coils inside the uterine cavity in the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal pain') in a (B)(6) female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for contraception: nuvaring from 2007 to may 2010 and ortho evra from 2003 to 2007. Concurrent conditions included pelvic pain female. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), ketorolac and ondansetron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6)2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), bacterial vulvovaginitis ("bacterial vaginitis") with vaginal discharge and urinary tract infection ("uti (urinary tract infection)"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen"), back pain ("pain: lower back pain"), vulvovaginal pain ("pain: vaginal area") and arthralgia ("pain: joint/knees"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), menstrual disorder ("change in cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal pain lower, mood swings, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, bacterial vulvovaginitis, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, back pain, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bacterial vulvovaginitis, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight (B)(6). She did not undergo essure or any other part of device removal 5 coils inside the uterine cavity in the left side 6 coils inside the uterine cavity in the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case become serious incident as essure was removed. Reporters, medical history and essure removal details were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.